Manufacturer narrative:
H.6. Investigation: one photo which displays the unit packaging and product information was provided. No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2011020, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2011020 were used for additional evaluation. The product was visually inspected, no defects or damage was noted on the syringe or any of the syringe components, the stopper was properly assembled onto the plunger rod, and no leak was observed.

Event description:
It was reported that 4 bd plastipak¿ 50ml concentric luer lock syringes experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2020, we reported for the first time a complaint of a leaking syringe. We now have the same complaint again, this time with lot number 2011020. Not all syringes within these lot numbers show the problem, so it is not a specific lot number where all syringes show this problem but some syringes in different lot numbers. This is certainly not desirable for the usage of cytostatics. Any other business shows that several buyers of the bd 50 ml syringes have had this problem. Therefore, the request to submit the complaint again in order to prevent a recurrence. The leaking syringe in question is no longer in our possession and as indicated earlier, only a few syringes within this lot number may have the problem. Since we already had some leaking syringes in 4 batches and it disrupts our work process, the request is to give the complaint a higher priority. Besides putting the preparers who work with cytostatics at risk, the quality and safety of the product that is drawn up in the syringe cannot be monitored. This is not to mention the waste because we now have to throw away several syringes, gloves and other materials, and the extra cleaning because it turns out that the syringe is leaking during filling the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd plastipak¿ 50ml concentric luer lock syringes experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2020, we reported for the first time a complaint of a leaking syringe. We now have the same complaint again, this time with lot number 2011020. Not all syringes within these lot numbers show the problem, so it is not a specific lot number where all syringes show this problem but some syringes in different lot numbers. This is certainly not desirable for the usage of cytostatics. Any other business shows that several buyers of the bd 50 ml syringes have had this problem. Therefore, the request to submit the complaint again in order to prevent a recurrence. The leaking syringe in question is no longer in our possession and as indicated earlier, only a few syringes within this lot number may have the problem. Since we already had some leaking syringes in 4 batches and it disrupts our work process, the request is to give the complaint a higher priority. Besides putting the preparers who work with cytostatics at risk, the quality and safety of the product that is drawn up in the syringe cannot be monitored. This is not to mention the waste because we now have to throw away several syringes, gloves and other materials, and the extra cleaning because it turns out that the syringe is leaking during filling the syringe.